Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother that the customer experienced hyperglycemic and hypoglycemic episodes. The patient has had a low blood glucose of 27 mg/dl and the patient's blood glucose at the time of call was 490 mg/dl. Troubleshooting was initiated to inspect the pump for damage and malfunctions. There were no apparent issues with the insulin pump, the customer's usage of it, or the pump settings. The customer was advised to consult their health care provider regarding the unstable blood glucose levels. No products were shipped or returned.